Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the manager of the healthcare unit that the patient was sensitized while wearing the pod. The patient visited the doctor and was tested for contact allergy. The doctor confirmed the patient developed allergic contact dermatitis. No treatment or prescription was required. The patient is no longer using the omnipod system.